Event description:
The nurse in the intensive care unit reported via phone call that the customer was hospitalized due to diabetic ketoacidosis. The customer's mother did not observe any significant events leading to the hospitalization. The customer's blood glucose was 388 mg/dl. The customer was vomiting as a symptom of high blood glucose. Upon admission, the customer was treated with the insulin pump and placed on an intravenous drip. The customer's mother observed small air bubbles along the tubing. The customer was advised remove the reservoir, rewind, reinsert the reservoir and run a manual prime. The caller reported that insulin exited at the quick release. She was unable to check for a bent cannula. The insulin pump passed the high pressure test. Customer was advised to change the complete infusion set system, treat per doctor's orders, and follow up with a doctor regarding unexplained high blood glucose. The customer's most recent blood glucose was 238 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.